Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead warning was triggered for high impedance, noise and sensing integrity counter (sic). In addition, a possible lead fracture was observed. The lead remains in use. No patient complications have been reported as a result of this event.